Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the user manipulated the device so as to apply excessive force to the bending section, which damaged the bending tube. A definitive root cause could not be determined. The device's instructions for use (IFU) contains the following information under "inspection of the endoscope" that can assist in properly detecting the suggested event: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the device's IFU also contains the following cautions regarding reducing and/or preventing the occurrence of the suggested event: "·do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. ·do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The scope had 7 broken fibers in the image. Additionally, as noted, the bending section of the device was broken, and had exposed metal at the distal end. Furthermore, a crack was noted in the plastic cover, and a pinhole was noted in the distal end, causing the unit to fail the leak test. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus uretero-reno fiberscope due to black spots present on the image during preparation for use. According to the initial reporter, a different scope was used to complete the procedure without patient impact. During device evaluation, it was discovered that the bending section of the device was broken and had exposed metal through the distal end. This report is being submitted to capture the damaged distal end and exposed metal.